Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump failed an accuracy test +7.05%. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed label are all intact. During functional testing, the reported complaint was duplicated. Failed accuracy test during the investigation. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Replaced expulsor assembly.